Manufacturer narrative:
Internal complaint reference: case-(B)(4).

Event description:
It was reported that during a knee arthroscopy, the fa quantum 2 controller had a f4 alarm. The procedure was successfully completed with delay of 30 minutes or less using a smith and nephew back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. It was determined the device contributed to the reported event. Visual inspection of the customer provided pictures identifies the unit and shows a quantum unit with a f4 fault displayed on the screen. Visual inspection of the controller found that the warranty seal is not broken and in its original condition. No visible manufacturing abnormalities were found. During functional evaluation the unit was powered-on and a hardware failure f4 immediately came up with an acoustical sound and the red attention led; the failure could not be reset. The complaint was confirmed and the root cause is associated with design. Factors, which could have contributed to the complaint event, include a power surge in the controller or failure of an internal component. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately a corrective action has been initiated to mitigate future recurrence of similar events.

Manufacturer narrative:
H10: h2, h6. The reported device, intended for use in treatment, was not returned to the designated complaint unit for independent evaluation, thus and functional testing could not be performed. Visual inspection of the customer provided pictures identifies the unit and shows a quantum unit with a f4 fault displayed on the screen. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The complaint was confirmed and the root cause is associated with a component failure. Factors, unrelated to the design or manufacture of the device which could have contributed to the complaint event, include a power surge in the controller or failure of an internal component. A corrective action has been initiated to mitigate future recurrence of similar events.